Event description:
The patient coughed a lot from due to a bad cold. Afterward, the patient felt pain by the implantable neurostimulator. The patient was seen in clinic. The patient experienced lack of effect and stimulation sensation by her rib from one lead. Impedance measurements were normal. The device was reprogrammed. The hcp ordered an x-ray which revealed the lead had moved from t8 to t5. A lead revision was scheduled. The patient outcome was reported as 'no injury'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.